Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that the bottom hole of an 8-mm tna nail skived with the drill bit when drilling the hole for the screw. The jig was firmly on and secured. Eventually be able to apply enough force to force the drill bit through the hole. Signs of metalware on the drill bit from the event. There was a surgical delay of several minutes. Fragments were generated, but they were removed. The procedure was successfully completed. There were no patient outcomes or consequences. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) tibial nail advanced ø8 l315. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product code: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.